Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an issue with the motor. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: a review of the pump black box showed that due to continuous use of the pump, the date and histories for the event had been overwritten. No motor alarms were observed in the available pump data. During testing, a rewind, load and prime sequence was performed successfully with no motor issues observed. The pump was exercised for 24 hours successfully with no warnings or motor issues duplicated. The pump cover was removed; no evidence of internal moisture or defects to the pcb or internal components was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).